Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/13/2014 - product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: battery compartment cracks were observed. The battery compartment threads were damaged. The battery cap was unable to properly secure to the pump; no power issue was observed. No moisture ingress was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.